Event description:
The customer reported that his glucose sensor was several hundred points off from his blood glucose. The customer received a calibration error, he stated, and then tried unsuccessfully to calibrate. The customer's blood glucose was in the 400 mg/dl to 499 mg/dl range but the insulin pump in a threshold suspend state all morning, according to the customer. He stated his previous blood glucose was 260 mg/dl, which he treated according to sensor glucose but stated that he was under the assumption that his sensor glucose reading was incorrect. Troubleshooting for a calibration error alert was performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference medwatch report # 2032227-2014-20838.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings. 1 remaining sensor passed per spec with accurate readings. Also found 2 bent cannulas however; unable to confirm if customer received sensor in said condition due to customer returned opened/used.